Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700 , model: sc-8336-70, serial: (B)(6), batch: 7038464.